Event description:
It was reported that pericardial effusion (pe) occurred. A dual radiofrequency ablation with left atrial appendage (laa) closure procedure was being performed. A small baseline pe was noted. The ablation was performed first, using non-boston scientific (bsc) devices. During the ablation, pulmonary vein isolation was performed and isolated the posterior wall. At the end of the ablation procedure, an effusion sweep was performed, and the small baseline pe remained stable. An amplatz super stiff guidewire was used to exchange the ablation devices for the watchman fxd curve access system (was) which was advanced and positioned at the laa. The laa was large and heavily pectinated. A 35mm watchman flx pro closure device and delivery system (wds) were advanced and deployed at the laa; however, the 35mm wds was too proximal. Approximately ten (10) recaptures were performed before removing the 35mm wds and exchanging for a 31mm wds. The 31mm wds was deployed and recaptured five (5) times before achieving a stable but proximal position. The 31mm watchman flx pro closure device appeared 10-15% compressed and after multiple tug tests it was released. Protamine was administered and the was and wds sheaths were removed from the heart when a larger pe than what was noted at baseline was observed mainly around the right ventricle. The patient's blood pressure was stable and a pericardiocentesis was performed which immediately drained 180cc of dull colored fluid using a 60cc syringe and then transitioned to vacuum sealed bottles where the fluid appeared very dark. The pe continued and the patient's blood pressure began to slowly drop down to 67/31 mmhg over an hour. The patient's heart rate also slowly decreased to 30-40 beats per minute (bpm). Atropine and two doses of kcentra were administered. As the patient's blood pressures increased, the pe also grew. Cardiothoracic surgery was consulted; however, the patient was assessed as not a candidate for surgery due to age and mental state. A dstat was given along with a topical thrombin slurry into the pericardial space and the pe slowed. The patient's hemoglobin was 4.9 g/dl and hematocrit was 15.9%. Over the next three (3) hours a liter of fluid was pulled. The patient's blood pressure increased to 125/58 mmhg and heart rate increased to 70-80 bpm. The patient was transferred to the critical care unit (ccu). The following morning the patient remained in the ccu, and the drain was removed. The following day the patient was still in the ccu but doing well and expected to be discharged the following day. There was no re-accumulation of the pe. The physician suspected a perforation of the left atrium likely occurred from the watchman device during the various recaptures. The physician also hypothesized that the patient had experienced a vagal reaction due to the negative pressure on the pericardium.